Event description:
On april 21, 2000, the customer generated an imx bhcg valve of 3390 mlu/ml. The physician questioned the result. Upon retest, the sample yielded a valve of 877 mlu/ml and this result was relayed to the physician. There was no report of impact on pt management.